Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. No damage found on the catheter of the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole noticed in the proximal bond near the shoulder section of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a balloon dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking from the proximal portion. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.